Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3® tapered implant 4/3 x 10mm (bopt4310) was returned for investigation however, product was not evaluated due to being misplaced/lost in house. Product noted to be received in complaints lab and product/paperwork could not be located after searching through lab. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 29 (universal) and was used for approximately 14 days. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (2019102458). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019102458) for similar event and one (1) other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (bopt4310). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (bopt4310) was removed due to pain. Implant was not placed near nerve; however, patient was kept complaining about pain in implant area. Tooth location 29.